Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device interrogation. Review of the transmissions revealed brief automatic mode switches which appeared to be due to noise on the atrial lead. The device was reprogrammed to address the noise. The patient was in stable condition and will continue with normal monitoring.